Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, time: am, inratio: 2.5, lab: 5.5. Time between testing: <3 hours. Date: (B)(6) 2012, time: pm, inratio: 2.6, lab: 6.6. Time between testing: a few hours. Patient's coumadin dose was withheld based on the lab result. No report of bruising or bleeding. Patient has been on pain killers for the last day; stopped taking antibiotics 3 days ago. Patient also reports having dark urine.

Manufacturer narrative:
Patient is taking pain medication. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Patient's current medication cannot be ruled out as a cause for unexpected inr results or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2.5, reference: 5.5, mean: 4.0, confidence limits: 2.3 - 5.7. Date: (B)(6) 2012, inratio: 2.6, reference: 6.6, mean: 4.60, confidence limits: 2.5 - 6.5. The mean of the inratio meter and comparative system inr were calculated. For b, the reference value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. As of (B)(4) 2012, no meter was returned for more than 30 days. Meter will be investigated if and when it is returned. In-house therapeutic donor testing has been performed on reported lot #273311 on (B)(4) 2012. Results as follows: donor (B)(6), inratio: 3.1, inratio: 3.3, inratio: 3.2, reference: 2.95, bias threshold: 1.95 - 3.95, %cv: 3.12. Donor (B)(6), inratio: 3.2, inratio: 3.1, inratio: 3.3, reference: 2.59, bias threshold: 1.59 - 3.59, %cv: 3.12. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Patient's medication could not be ruled out as cause affecting test accuracy. Product was expected to be returned but not received. Root cause could not be determined from the information provided. Review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4) no further action is required. Corrective action is not required at this time.